Manufacturer narrative:
This report is being filed under exemption (B)(4) by the manufacturer arjo hospital equipment (B)(4) on behalf of the importer arjohuntleigh inc (ahus). The device was inspected on site by a rep of the manufacturer's sales and service unit subsidiary division, not a direct employee of the manufacturer. Additional info will be provided following the conclusion of the manufacturer's investigation.

Event description:
(B)(4).